Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a suspected false positive result with cue covid-19 test cartridge pack, home & otc on (B)(6) 2022 with lot 21679k. Customer performed three (3) subsequent tests with cue covid-19 test cartridge pack, home & otc on (B)(6) 2022 and received negative results.